Event description:
A (B)(6) male pt contacted zoll customer support to report that the monitor's response buttons were not working properly. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) has been confirmed. Upon evaluation, the rear response button cable was detached from the connector. The cause for the non-functional response button is the detached cable. The root cause for the detached cable cannot be positively identified, but is likely assembly error. Once the cable was re-inserted, the response buttons were fully functional. No adverse event resulted from the detached response button cable. The patient was issued a replacement monitor.